Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced premature battery depletion. The device remains implanted, however the patient was hospitalized. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.